Manufacturer narrative:
5/6/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a cesarean procedure the suture broke. The surgeon used another suture to complete the procedure. No patient injury was reported